Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. The right ventricular (rv) lead exhibited undersensing on current egms leading to ventricular pacing in the t-wave and a managed ventricular pacing mode switch. Abnormal implantable pulse generator (ipg) function was suspected by the patient. The lead and ipg remain in use. No further patient complications have been reported as a result of this event.